Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is pending surgical intervention on (B)(6) 2022 for a replacement. No further information is known at this time.

Event description:
It was reported the patient's ipg approached end of life. Surgical intervention was undertaken on (B)(6) 2022 during which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.